Event description:
It was reported that an infusor device was observed with a leak at the filling port. According to the report, the customer stated that the device began to backflow during filling of saline. This device was then connected to a closed system transfer device to continue filling. Air was then noted inside of the reservoir of the device (a separate file has been opened to address this occurrence). This observation was made prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One device was received for evaluation of a leaking fill port. The visual and functional testing could not confirm the report condition. If additional relevant information is obtained, a supplemental report will be submitted.